Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell cycle. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The hp would stop therapy till the morning and call nurse for instructions on completing manual exchange. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number is unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).